Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis developed a hematoma in her right breast post implantation. As a result, the patient underwent explantation on an unknown date.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced hematoma. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. During the visual evaluation of the image provided, some bubbles were observed in the gel. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jun-2022, the mentor failure analysis lab received the device for evaluation. Mentor also received the following additional information about the event: the patient identifier is (B)(6). The patient dob is (B)(6) 1996. The implantation date is (B)(6) 2022. The explantation date is (B)(6) 2022. The patient had only her right breast prosthesis removed and it was replaced with a mentor memorygel breast implant 325cc gel breast prosthesis. On 11-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced hematoma. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).